Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor got warm and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device val of monitor sn (B)(4) has been completed. The reported problem (won't power on/device warm) has been confirmed. As received, the monitor would not power on. Upon eval, fuse f600 was open. The cause of the inability to power on is the open f600. The cause of the open is a short between capacitor c604 and transistor q600. The root cause of the short cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.